Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2024, it was noted that the second lead had also migrated; therefore, this second lead was also replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.